Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. All ventricular sensing integrity counter (sic) episodes appear to be real ventricular fibrillation (vf). Impedance is steady, near 350 ohms throughout the record.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for oversensing non-sustained ventricular tachycardia episodes, high sensing integrity counter (sic), and impedance variations. The lead remains in use. No patient complications have been reported as a result of this event.